Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket failed was caused by medication packaging was jamming the lid. A field service engineer (fse) cleared the obstruction with assistance from the pharmacy, and the pocket was successfully recovered. Functional testing confirmed that the pocket operated normally after recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.